Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device passed all tests, no visual/electrical anomalies, device conforms to specifications. The main circuit board was replaced and calibrated. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Log analysis revealed multiple occurrences of the error code, the error indicates the occurrence of a device self-test failure. Visual inspection revealed no anomalies. Bench analysis could not reproduce the failure mode resulting in the error code. Conclusion: the error code could not be reproduced.

Event description:
It was reported that an error occurred during startup of the external pulse generator (epg). The device was returned for servicing. It was indicated that the device was not being used on a patient at the time of the event.